Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found high battery resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving lioresal baclofen (500 mcg/ml, 177.00 mcg/day) in an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. A critical alarm was heard and confirmed by telemetry. The pump logs indicated the alarm was due to low battery reset; safe state. It was later determined a pump motor stall and motor stall recovery also occurred. The patient was in the emergency room and was becoming symptomatic. Pump replacement occurred (B)(6) 2016. The patient's status at the time of the event was stated to be alive with no injury. The issue was considered to be resolved as of (B)(6) 2016.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.